Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was not being worn within line of sight of the pump. After moving the devices within line of sight, the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient information was available.